Event description:
The mother reported via phone call that the customer experienced high blood glucose. The customer's blood glucose was 400 mg/dl at the time of incident. Customer treated their blood glucose with the insulin pump. The mother declined to check for the presence of leaks or air bubbles during troubleshooting. It was also found the customer did not have a bent cannula after removing their infusion set. Customer was advised to change out their entire infusion set, reservoir, and insulin. The mother declined to return the insulin pump for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.